Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: sprinter nc 3.5x10mm, ryugen nc 4.0x10mm, guide wire: bmw universal ii. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery (rca) that was moderately tortuous. After deployment of a xience prime 3.5 x 12 mm stent in the lesion, and post-dilatation, an edge dissection was noted at the proximal edge of the stent. A xience prime 4.0 x 12 mm stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.